Event description:
It was reported to covidien on 07/15/2009, that a customer had an issue with gauze. The customer stated that the sponge linted in the pt's scrotum. The clinical staff had to pick out the pieces.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.